Event description:
It was reported that the patient was transplanted on (B)(6) 2022. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported by the account. Multiple attempts were made to obtain additional information regarding the event, as well as the pump's return status; however, no additional information was provided, and the pump has not been returned to date. If heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), is returned at a later date, this investigation may be reopened to include the evaluation of the device. The heartmate (hm) 3 lvas IFU is currently available and lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07may2022. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: no device-related issues were reported by the account. It was reported that heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), would not be returned for evaluation. The hm3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. The heartmate (hm) 3 lvas IFU, rev. C is currently available and lists adverse events that may be associated with the use of the heartmate 3 lvas. No device-related issues were reported by the account. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the device operated as expected and the patient was not elevated on the transplant list due to the device or therapy related issued.